Manufacturer narrative:
The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a right side "seroma." Additionally, the healthcare provider reported via the pathology report a ¿fibrosis with foreign-body giant cell reaction and nonspecific acute and chronic inflammation¿. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Additionally, healthcare professional reported and confirmed capsular contracture, baker grade iii.

Event description:
Additionally, the healthcare provider reported via the pathology report a ¿fibrosis with foreign-body giant cell reaction and nonspecific acute and chronic inflammation¿.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: yellow particles, curved opening. A leak test was performed and was found one opening. A microscopic analysis identified: a curved striated opening on anterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "seroma." Device has been explanted.